Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The lesion being treated was a 100% stenosed lesion in the extremely tortuous and calcified proximal left circumflex. The 4.0 x 16mm liberte was advanced but could not cross the lesion. The lesion was predilated with another manufacturer's 4.0 x 15mm balloon. The liberte was inserted again, but still could not cross the lesion. Another guide wire was inserted as a buddy wire, and the liberte was advanced a third time however it still did not cross. The device was "trapped", but was removed with "little resistance". Once removed, it was noted that the liberte stent was "collapsed". The procedure continued with more predilation with the balloon, and then a 4.0 x 20mm liberte was successfully deployed. No patient complications were reported. Patient status was reported as 'fine'.

Manufacturer narrative:
The facility has confirmed that this device has been disposed of; therefore, no direct product analysis can be completed and no root cause determination can be made.